Event description:
It was reported during the patient's scs implant procedure, the scs lead was determined to have invalid impedances during intra-op testing, and the lead was replaced. Effective stimulation was reportedly able to be achieved with postoperative programming.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.